Event description:
It was reported that the burr became stuck on lesion and a tip detachment occurred. The 99% stenosed diffuse target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A 1.50mm rotalink plus was selected and advanced over a rotawire floppy to ablate the target lesion. During the procedure, ablation was performed with a rotational speed of 180,000rpm. After 4 to 5 ablations, they were unable to ablate the lesion due to the severity of the calcification and tortuousity. The rotational speed was then increased to 210,000-220,000rpm. However, the burr was trapped and became stuck due to severe tortuousity between the proximal and mid of rca. The tip of the device detached and remained in the patient. A 0.014inch unspecified guide wire crossed the lesion from the side of the area where the tip of the burr was stuck and dilation was performed several times with an unspecified balloon. The 8f guiding catheter was advanced further once the lesion was dilated. The detached tip of the burr was removed by pulling the rotawire. A promus element plus was then deployed and the procedure was completed. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes device evaluated by manufacturer: device was returned for analysis. It was noted that a guidewire was returned separate to the rotablator plus unit. The burr was detached from the catheter coil and was attached to the returned guidewire. The distal section of the coil was stretched. The burr was removed from the guidewire. The burr was microscopically examined. The annulus of the burr was found to be misshapen and damaged. The proximal burr was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck on lesion and a tip detachment occurred. The 99% stenosed diffuse target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). A 1.50mm rotalink plus was selected and advanced over a rotawire floppy to ablate the target lesion. During the procedure, ablation was performed with a rotational speed of 180,000rpm. After 4 to 5 ablations, they were unable to ablate the lesion due to the severity of the calcification and tortuousity. The rotational speed was then increased to 210,000-220,000rpm. However, the burr was trapped and became stuck due to severe tortuousity between the proximal and mid of rca. The tip of the device detached and remained in the patient. A 0.014inch unspecified guide wire crossed the lesion from the side of the area where the tip of the burr was stuck and dilation was performed several times with an unspecified balloon. The 8f guiding catheter was advanced further once the lesion was dilated. The detached tip of the burr was removed by pulling the rotawire. A promus element plus was then deployed and the procedure was completed. No further patient complications were reported and the patient's status is good.